Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 330 mcg/day via an implantable pump. Indication for use was intractable spasticity and other spasticity. The patient¿s weight was unknown. The date of the event was (B)(6) 2017. It was reported an alarm was heard and confirmed by telemetry. The pump logs were checked. A critical alarm occurred; low battery reset occurred; safe state occurred. Interrogation showed the pump was in safe mode. The pump was put to minimum rate. The patient experienced a sudden change in therapy noted as mild withdrawal. A therapeutic bolus was programmed for a suspected underinfusion or return of symptoms (ros). The hcp was able to program the pump out of the reset and deliver the single bolus. The pump was replaced on (B)(6) 2017. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. Additional information was provided by a manufacturer's representative on 2017-mar-13. The pump logs indicated that the pump was infusing baclofen [2000.0 mcg/ml] at 11.9 mcg/day. The logs show that a low battery reset /safe state occurred on (B)(6) 2017 at 22:39. An active audible alarm occurred and was silenced on (B)(6) 2017 at 12:26, followed by a low battery reset message at 18:58. The device was explanted and returned to the manufacturer for analysis. No further complications were reported as a result of the event.

Manufacturer narrative:
The pump was returned for analysis.analysis of the high battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.